Manufacturer narrative:
Device not returned.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
According to the operative report received: indications: this patient presented with ischemic mitral regurgitation and multi-vessel disease about one year ago. He underwent successful CABG and mitral valve repair. About 6-7 months post-p the patient developed an episode of recurrent symptoms of mitral insufficiency and was found to have recurrent mitral insufficiency. This was graded as severe. At operation, it was found that the mitral valve repair ring had dehisced from the anterior annulus and there was a fenestration in the anterior mitral valve leaflet. It was immediately obvious that the ring was well seated and attached to the mitral valve from the anterior trigone posteriorly around to the posterior trigone but the ring had dehisced from the anterior annulus. We also discovered there was a fenestration in the anterior leaflet of the mitral valve. With the ring securely seated throughout most of its attachment to the mitral annulus, we thought that we could probably re-repair the valve by reattaching the annulus back to he sewing ring of the valve and also closing the fenestration of the anterior leaflet. This was done and the valve was tested, and found to still have a significant leak. With this in mind, they decided to proceed with mitral valve replacement.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 11 months. The reason for explanting the device was not provided. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.